Manufacturer narrative:
It was reported that the ventilator failed pre-use check due to water entering into air gas module of the ventilator. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. However, there is no information that indicates that the ventilator was contaminated. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check due to water entering into air gas module of the ventilator. There was no patient involvement. Manufacturer ref.#: (B)(4).